Manufacturer narrative:
Concomitant medical products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0992z, implanted: (B)(6) 2013, product type: lead. (B)(4).

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported. Patient reported their previous ins died quickly after implant. Patient reported they changed the battery and repositioned the pocket, but they were not sure if it was due to normal battery depletion or another issue.

Event description:
It was reported that the patient was on a high stimulation and it was working for them. The patient barely used the batteries in the patient programmer and when they went to use the programmer the batteries were dead. The patient put new batteries in it and then saw a power on reset (por) condition when they synced. The patient wanted to have the ins turned up. The patient mentioned having CT scans. The patient would be seeing their health care provider on (B)(6) 2015. No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.